Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker was admitted in the emergency room (ER) due to a syncope episode. It was observed that there was far field oversensing on the atrial channel. An xray was performed that showed the atrial lead was low in the atrium but not position on the right ventricular (rv). Technical services (ts) was consulted and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.